Event description:
It was reported that during a dual console da vinci-assisted bilateral inguinal hernia procedure, the left eye monitor of the surgeon side console (ssc) was not working. The technical support engineer (tse) instructed the customer to do a hard power cycle and reseat the blue fiber cables, there was no change. The customer opted to continue the procedure with the other ssc. It was completed with no patient injury reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information: it was confirmed that the procedure began as a dual console setup and was completed as single console due to the reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed and found to have no left eye vision when installed onto a test system. The complaint regarding no left eye vision was confirmed by failure analysis.